Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: summary: panel error / connection lost (tn 556951) with panel reconnection (tn 556952).